Event description:
An endurant stent graft system was implanted during the endovascular treatment of a 69mm abdominal aortic aneurysm. The proximal neck diameter measured 24-23mm and 18 mm in length. Mild calcification was noted at the right and left iliac. The celiac was noted as aneurysmal at its origin, both renal origins were observed to be dilated with a left hypo aneurysm which appeared to be occluded proximally. It was reported during the index procedure that a type ia endoleak was observed after implanting the initial graft in a highly tortuous neck. Five endoanchors were implanted but the endoleak remained. The physician elected to place a cuff on the right side where it appeared the endoleak was occurring from. After placement both renal arteries were partially covered. The physician was able to get into each renal artery with a wire but unable to easily advance the wire. The physician carried out a procedure to preserve the patients renal function. The graft was partially explanted and tied into the limbs. The limbs and suprarenal parts were left in. The physician reported the patient was doing fine post op with urine output present. As per the physician the cause of the event was due to the patients own anatomy as a result of extreme tortuosity in the neck both anterior and lateral. The physician suspected that the tortuosity contributed to pushing the graft proximally upon deployment. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis conclusion: the reported type 1a endoleak was confirmed; however, the inaccurate delivery of the cuff leading to renal occlusion could not be assessed on the still images provided. It is likely that the severely angulated aortic neck was a factor in the occurrence of such endoleak and may have been a contributing factor in the reported inaccurate delivery. Procedural video angiograms were not available for review to allow for assessment of the blood flow dynamics at implantation of the endurant cuff. Analysis of the still angiograms did not reveal any out of specification stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.